Event description:
Medtronic received a report of axium coil resistance and separation or premature detachment. The patient was undergoing surgery for treatment of an amorphous, ruptured anterior cerebral artery (aca) aneurysm with a max diameter of 8 mm and a 4 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was severe. Itwas reported that the microcatheter was parked in the aneurysm. The axium coil was taken in after flushing. A resistance was observed at the middle of the catheter. The coil was taken out and flushed again. It was observed in the second push of the coil. The coil was stuck in the catheter and got separated or prematurely detached. The axium coil was stuck in the middle of the catheter. The coil was not damaged. However, coil separation/break/premature detachment was noted. It was also noted that there was "coil stuck and stretch." The implant coil was removed from the patient by being taken out along with the microcatheter. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. There was no friction or difficulty during deliver. The physician did not reposition the coil. The physician did not attempt to detach the coil the physician did not rotate the delivery pusher during the procedure. There was continuous flush administered during the procedure. The device and any accessories were prepared as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.